Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that during a surgery a fragment of the ceramic part was broken. The fragment was recovered and surgery was completed with another item.